Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that their symptoms have not been helped and when trying to use the patient programmer (pp) she was getting poor communication. The patient was still using catheters. The patient noted they were not feeling stimulation. It was noted the patient recently was implanted and there was swelling and bandages present. The patient noted they were trained while under anesthesia, she was told she could increase. The patient noted no symptom relief, not feeling stimulation, and poor communication. The patient also noted they were using a walker as they had their hip replaced. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information reported that patient continued to report poor communication screen which was intermittent and started in sometime in (B)(6). The patient was also getting poor communication without antenna. The patient unplugged antenna, place direct over the ins on the skin but did not resolve the reported issue. The patient was having pain that felt like a knife inside their bladder which started on the day of this call. The patient was told to turn it high but it still did not help as much as she had wanted it to. The patient stated that her symptoms haven't been helped as much as she wanted since implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.